Event description:
(B)(6) hospital's sterile processing dept found insects in the medline surgical wrap. Flying insects were found between the sheets of wrap. They were found in multiple different sizes of wrap: 24 inch lot# 13c1875se, 36 inch lot# 13a1328s, 48 inch wrap lot# 13a1744s, 54 inch wrap lot# 12l7952. This occurred on (B)(6) into the morning of (B)(6) 2013. A photo was sent to dr (B)(6), entomologist from idph. It was thought to be a swarm ant. We have sequestered the unused packages of wrap from these lot#. Please advise as to next steps.